Event description:
It was reported that the customer wanted to pass along an experience from the doctor yesterday. While performing a lithotripsy with a 35cm access sheath, the team noticed that a coil from a shaving of the access sheath came out in the kidney. They felt the stone or may have scraped this piece off the sheath during the procedure. Health care personnel had to ensure coil was not left in the kidney post op. Patient was not impacted. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer wanted to pass along an experience from dr. (B)(6) yesterday. While performing a lithotripsy with a 35cm access sheath, the team noticed that a coil from a shaving of the access sheath came out in the kidney. They felt the stone or may have scraped this piece off the sheath during the procedure. Health care personnel had to ensure coil was not left in the kidney post operatively. Patient was not impacted. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.